Manufacturer narrative:
(B) (4), concomitant medical products:architect i2000sr analyzer, list # 3m74-95, (B) (4).evaluation: no method, results or conclusions can be made at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed architect i2000sr analyzer error code 1007 (unable to process test, activated read failure) across random assays when reaction vessel (rv) lot 71235p100 was in use. The customer requested a new lot of rvs. The customer was asked to download analyzer logs for evaluation by abbott. The customer stated no erroneous results were reported out of the lab and there was no impact to patient management.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-95, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
A tonsillectomy and adenoidectomy was performed on a male without incident until it was discovered at the end of the procedure that the patient received a burn on his right lip. Pictures were taken of the burn and the bovie which were secured and labeled. Antibiotic ointment was applied and the procedure was terminated. Several days later, the doctor filed a report addendum stating that the burn occurred because of exposed metal touching the lip and the tip was unusually difficult to insert into the pencil, yet he decided to use it anyway. The IFU clearly stated in part, the following precautions: "securely attach all components prior to use, check the electrode connection to the accessory you are using to ensure proper fit and compatibility. Improper electrode installation may result in injury to the patient or operating room personnel by arcing at the electrode/pencil connection. Examine all devices to be connected to the electrosurgical generator. After connection, ensure that they are functioning properly. Before inserting or changing an electrode, be sure that the active accessory is not connected to an electrosurgical generator, or that the generator is off (standby). Grasp the electrode by the insulating sleeve, and insert the round shank into the electrosurgical accessory.